Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power event captured in the log file was confirmed. The log file contained events recorded from october 5 to october 8, 2019 where a no external power event was recorded on october 6 at 9:38. The associated voltage levels indicated that the event occurred while the system controller was connected to a mpu and the power to the mpu was lost. The pump support was not affected and the system was supported by the backup battery during the event. The mpu was not returned for evaluation and the serial number was not provided. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Serial number was requested, but not provided. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The log file analysis showed a no external power event on (B)(6) 2019. This was caused by power to the mpu being briefly interrupted. There was no interruption in pump support during these events. There were no other unusual events recorded in the log file. The mcs equipment was operating as intended.